Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by a company representative on 2016-08-02. It was reported that the pump had caused the infusion handshake error. The cause of the pump alarm was unknown and the pump was not able to be read. The rep reported bot remembering if their clinician programmer had a 0808 error message.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported on 2016-07-21. Pump logs were returned which showed that the pump was used to deliver lioresal and a tube set message occurred on (B)(6) 2016.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 137.8 mg/day) via an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2016 it was reported that the patient had come into the office for a pump status check because their pump was alarming. The pump was checking and there were no active alarms, however the pump logs showed an infusion handshake error on (B)(6) 2016. It was noted that there was no programming errors or changes seen after the alarm. No patient symptoms were reported. The hcp attempted to silence the active alarm but the programmer would error out; the error code seen was 08 08 f8 f8 544 253. The software card was removed and reseated and the error persisted. Also, the hcp attempted to change the reservoir volume and the infusion rate but the hcp continued to see the error. An engineer was consulted and there was some question about bits flipping. It was also suggested to update the pump to stopped pump and then to normal infusion mode. On (B)(6) 2016 the company representative reported that they went to the hcp's office to read the pump and saw a handshake error. The rep was unable to silence the alarm or update the pump. It was noted that the pump appeared to be functional and the patient seemed to be getting therapy as there was no sign of underdose or withdrawal symptoms. Additional information was reported by the hcp via a company representative on 2016-07-18. The pump was explanted on (B)(6) 2016. It was noted that the patient had experienced intrathecal baclofen withdrawal and therapy had stopped. At the time of the report the patient was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient's pump was replaced and the patient was now receiving effective therapy. All three clinician programmers used to interrogate the pump had the same results.

Manufacturer narrative:
This device issue is known and documented in the labeling per (B)(4)¿ n¿vision clinician programmer with software synchromed ii infusion systems.

Manufacturer narrative:
Analysis of the pump identified a bit flip and incorrect task ID in the task record. The field telemetry issue was confirmed. It was found that the 8840 would crash when an update was attempted resulting with a stopped pump. The cause of the telemetry issue was a flipped bit at address 0x033c, which is a task ID in the task record showing the incorrect value of 0x06 03 when the correct value is 0x02 03. This flipped bit was surgically written with the corrected values of 0x02 03. After this point, the pump could be interrogated and updated as normal. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.